Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure a rear tip extender was not used as it was too short. No information was provided about the patient's outcome.